Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon ruptured and blood was noted in the catheter. As a result, the catheter was removed and a 2nd catheter was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the balloon ruptured and blood was noted in the catheter. As a result, the catheter was removed and a 2nd catheter was inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "balloon got rupture blood in catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a corrected data: n/a